Manufacturer narrative:
The technician found both siderail latch plates were bent which prevented the siderails from latching. The technician adjusted the latch plates to repair the bed.

Event description:
Information received indicates both foot siderails will not latch.